Event description:
It was reported while attempting to implant a transcatheter aortic valve, the valve was slowly deployed in the patient¿s native annulus. Prior to withdrawing the delivery catheter system (dcs), the nose cone was centered within the valve frame by slightly retracting the confida guidewire. As the dcs was withdrawn through the valve frame, the nose cone of the dcs caught the inflow crowns of the valve frame and caused the valve to dislodge towards the aorta. The valve was abandoned; a new valve was prepared and successfully implanted. No patient complications were reported as a result of this event. Additional information was received to note aortic access was achieved by the right transfemoral approach. During the procedure, the cuspal overlap technique was used.

Manufacturer narrative:
A second paragraph was added. H6. Patient code was added. Device codes: annex a a150202 (added related to the valve) and a051205 (added to address the dcs interaction with the valve) eval code method was added related to the return status of the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot#: (B)(6), ubd: 07-jul-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, the valve was slowly deployed in the patients native annulus. Prior to withdrawing the delivery catheter system (dcs), the valve was centered within the frame by slightly retracting the confida guidewire. As the dcs was withdrawn from the valve, the nosecone of the dcs caught the outflow crown's of the valve. Subsequently, the valve dislodged towards the aorta. In response, the valve was abandoned and a new valve was prepared and successfully implanted. Per the physician, the valve dislodged due to the nose cone of the dcs catching on the outflow crown's of the valve.